Event description:
This monopolar curved scissor (xi) instrument was found to be bent at the tip when inserted into the arm and another instrument was opened to perform the case; 4 lives were remaining on this instrument at this time.